Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver screen went completely black with no backlight; however, it still makes audible alerts. No medical intervention was reported. Additional event or patient information is not available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and turned on. Receiver screen turned on but the screen was black. Functional testing was performed and the lcd test failed. Receiver log was downloaded and found no issues related to the complaint. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. Lcd screen was replaced with a known good lcd and display appears as normal, when the lcd display was changed back to the original screen the display went black again. The reported event that the lcd screen went completely black with no backlight was confirmed. The root cause was determined to be a defective lcd screen.